Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient has received inappropriate shocks from the right ventricular (rv) lead in the past due to apparent emi (electromagnetic interference). The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.